Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery. Following pre-dilatation with a 2.0x15 nc emerge balloon catheter and a 2.5x10 non-bsc scoring balloon catheter, a 3.00 x 32 synergy stent was advanced and implanted without post-dilatation. The patient was given 60s protamine and the procedure was completed. However, forty minutes post-procedure, the patient came back with acute stent thrombosis. Some of the clot was removed and in-stent dilatation was performed. No further patient complications were reported.